Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. The customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control. All results were positive at read time and met quality control specification. There were no false negative results obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined due to insufficient patient health information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2015, notification was received from the distributor that a customer reported a potential false negative hcg results using the icon 25 hcg (combo cassette) pregnancy test. On (B)(6) 2016, a patient who tested positive with an over-the-counter pregnancy test presented to have the test confirmed. The patient's urine sample, with a specific gravity of 1.015, was tested using the icon 25 hcg pregnancy test and the result was negative. The control line was good. The patient's serum was tested and the quantitative result was 189 miu/ml. There was no treatment based on the icon 25 hcg test result and the patient was reported to be is in good condition. The customer stated that they compared the icon 25 hcg with another brand using the known positive patient's urine sample. The result was positive on the other brand, while the icon 25 hcg result was negative. There was no adverse patient sequela. There was no additional information provided.